Event description:
Customer reported that the pump wake button was intermittently unresponsive. There was no reported impact to the customer¿s blood glucose level. A replacement pump was issued to the customer.